Event description:
It was reported to boston scientific corporation in 2008 that a rx pre-curved ercp cannula was used during a colonoscopy with stent placement procedure. According to the complainant, "the stent could not be advanced over the radiopaque marker". The physician "removed the stent and the wire, [however] the radiopaque marker stayed behind in the patient". The cannula was examined and it appeared that the tip of the device came off right at the radiopaque marker site". The physician then used a retrieval balloon to dilate the lesion site, put a wire back across the stricture, removed the balloon and deployed the stent. "The radiopaque marker remained in the patient [body]" at the end of the procedure. The procedure was completed with a different device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "very well".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant,the suspect device has been disposed, and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.